Event description:
It was reported that this pacemaker exhibited oversensing in both the right atrial (ra) lead and the right ventricular (rv) lead oversensing, and pacing inhibition of less than 2 seconds, leading to inappropriate atrial tachycardia response (atr) episodes. It was noticed that the patient experiencing a pre-syncope event. Reprogramming options were discussed and recommended. The sensitivity was adjusted. At this time, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing in both the right atrial (ra) lead and the right ventricular (rv) lead oversensing, and pacing inhibition of less than 2 seconds, leading to inappropriate atrial tachycardia response (atr) episodes. It was noticed that the patient experiencing a pre-syncope event. Reprogramming options were discussed and recommended. The sensitivity was adjusted. Subsequently, a revision procedure was performed and all system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added.